Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6), event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during fsca process, the cardiosave intra-aortic balloon pump had autofill failure error. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported by the getinge field service engineer that, during the fsca process, the cardiosave intra aortic balloon pump was found to have an autofill error. The device¿s pim module was also found to be faulty. There was no patient involved. The device¿s pim module was replaced, and the device successfully completed its functional tests. The device was further tested by connecting a test catheter and a test trainer. The device was delivered to the user in working condition. The replaced part was retained by the customer.